Event description:
Information received by medtronic indicated that the insulin pump had a frozen display. Customer stated that pump showed change battery now alert. Customer stated the battery was changed multiple times, but the issue was not resolved. Customer stated after installing a new battery, monitoring the pump for 2 hours and the frozen display recurred. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump passed the active current test and self-test. Pump was received with high sleep current. No blank display noted during testing. No frozen screen noted during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. Pump case was swapped out and unit passed sleep current measurement. Problem isolated to corroded battery tube. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, keypad overlay texture damage, missing display window, broken belt clip rails, serial number label missing, and corroded battery tube. Blank display was not observed during analysis. Blank display not confirmed. Alleged frozen screen was not confirmed during analysis. Unit had high sleep current isolated to corroded battery tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.